Manufacturer narrative:
A patient experiencing ineffective stimulation due to lead migration was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient lost effective therapy due to lead migration. The issue was confirmed via x-rays. Surgical intervention was undertaken wherein both leads were explanted and replaced to address the issue. Therapy was restored post-op.